Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter removal difficulty was encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. They dilated the balloon twice for 20 seconds, after placing the stent, stent balloon was tried to retrieve, but resistance was felt upon pulling out, and it was difficult to remove. A guidewire was advanced in the 6f guiding catheter, and it crossed in parallel inside the stent. When additional inflation was performed from the stent distal part using a 2mm small diameter balloon, stent balloon was able to be removed. No stent deformation(elongation/shortening) occurred. The procedure was completed with no further complications reported.